Event description:
User facility reported that the product was in use with pt attached to a ventilator. According to the reporter, the product was found to be leaking and the leakage source could not be confirmed to be the inflation line or the connector. User facility reported that the product was not removed and the reported loss in tidal volume was compensated by changing the pt's ventilator settings.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.